Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp stated that they saw also air bubbles in the patient line. The hp stated that they did not check the patient line after priming to see if it was properly primed. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.